Manufacturer narrative:
As reported, third fastener head of the capsure straight fixation device got detached. The fastener cap was not removed from the patient's body; as such, a review of the detached component cannot be performed. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample or detached component to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. Evaluation of the returned sample did not reproduce a broken fastener deployment. Simulated use testing found the last 9 remaining fasteners of the 15 count device to deploy fully intact. There is no indication the device would deploy a broken fastener. The reported condition of a broken fastener being deployed most likely occurred during user/device interface. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a rectal prolapse procedure, the capsure fixation device was used to fixate the mesh. It was reported that the head of the third fastener was detached while fixating the mesh at sacrum. It was reported that the white cap on the fastener detached from the metal part of the fastener, and it was not removed from the patient's body. It was reported that other fasteners got fixated after the third fastener and the procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
As reported, third fastener head of the capsure straight fixation device got detached. The fastener cap was not removed from the patient's body; as such, a review of the detached component cannot be performed. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample or detached component to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4). Units released for distribution in may, 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a rectal prolapse procedure, the capsure fixation device was used to fixate the mesh. It was reported that the head of the third fastener was detached while fixating the mesh at sacrum. It was reported that the white cap on the fastener detached from the metal part of the fastener, and it was not removed from the patient's body. It was reported that other fasteners got fixated after the third fastener and the procedure was completed with the same device. There was no reported patient injury.